Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had eleven and a half year six months ago and recently showed nine years. An engineering analysis confirmed that the device was depleting normally. A high atrial pacing percentage, along with high rate atrial sensing was noted that affected the device longevity. To date, the device remains in service. No adverse patient effects.